Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, 2 mitraclips were implanted successfully. The mr was reduced to grade 3-4+ post procedure. Post deployment, the second clip was observed to be slightly detached from anterior leaflet in echocardiography. The clip became canted in new position and was in stable condition. A small chordae was attached to anterior leaflet. Severe recurrent mr was observed. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device (clip caught on chordae) or migration. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, the reported entrapment of device (clip caught on chordae) and migration appear to be related to procedural conditions (clip attached to and deployed on chordae). The reported mitral regurgitation is a cascading event of the migration. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, that the patient presented with grade 4+ functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, 2 mitraclips were implanted successfully. The mr was reduced to grade 3-4+ post procedure. Post deployment, the second clip was observed to be slightly detached from anterior leaflet in echocardiography. The clip became canted in new position and was in stable condition. A small chordae was attached to anterior leaflet. Severe recurrent mr was observed. There was no clinically significant delay.